Event description:
It was reported that patient underwent a revision procedure to remove competitor acl repair products and to implant a biomet bone mulch screw and washerloc tibial fixation device. A subsequent revision procedure was performed on (B)(6) 2013 to remove the bone mulch screw and washerloc due to a torn acl. It has been further reported that another revision may be necessary.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.